Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow-up, this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the right ventricular (rv) channel. Surgical intervention was performed and the rv lead was explanted and replaced. The ICD remains implanted and in service. No additional adverse patient effects were reported.